Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The reported issue was identified during routine maintenance. The technician was able to trace the failure to a defective touch screen. The touch screen was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The touch screen was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could be confirmed. Fluid ingress could be identified which was determined as root cause for the reported issue. This is a known issue and a corrective action was implemented for that issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 roller pump touch screen became unresponsive. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.